Event description:
It was reported that one of the mobile power unit (mpu) batteries was damaged and had leaked into the battery holder. Additionally, the red battery strap was frayed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged battery holder and the red battery strap were confirmed with the reference photos of mobile power unit (serial # (B)(6). The submitted reference photos captured what appears to be remnants of battery liquid on the battery tray from the damaged battery. The negative spring aligned with the negative post of the battery. Also, the reference photo captured the fraying of the red battery strap. A root cause of the damaged battery holder and red battery strap could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 02jul2017. It was noted mobile power unit is a rental unit. Heartmate 3 patient handbook (rev. D) cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use (rev. C) ¿replace any equipment or system component that appears damaged or worn.¿ no further information was provided. The manufacturer is closing the file on this event.